Event description:
Healthcare professional (hcp) reports one incident of a patient reaction with the psn 210 dialyzer. It was rpeorted that at the start of treatment, the patient vomited and experienced dry heaving. Treatment was stopped and blood was not returned to the patient with an unreported amount of blood loss. The patient was administered bendaryl, IV (dose unknown) with relief. Treatment was resumed on an alternate membrane and completed without further incident. Per hcp, the patient has recovered and continues to dialyze on an alternate membrane without further incident.